Event description:
Information received by medtronic indicated that the battery compartment was cracked. No harm requiring medical intervention was reported. The customer had discontinued to use the device.

Manufacturer narrative:
(B)(4). The product analysis was performed on the pump and it was determined that there is blank display due to moisture damage on the pcba 1 / pcba 2 / force sensor. Cosmetic damage was confirmed at back of the battery compartment.